Event description:
It was reported that approximately 15 minutes after the start of hemodialysis therapy with a polyflux 170h, the patient experienced restlessness, profuse sweating, chest tightness, and a drop in blood pressure. Oxygen inhalation and dexamethasone injection were administered. Treatment was discontinued and the extracorporeal blood was returned. The dialyzer and tubing were replaced to continue therapy, and the patient's condition improved. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.